Event description:
It was further reported that in (B)(6) 2013, a 185 cm 0.014 inch forte guide wire was advanced through the region of restenosis in the distal aspect of the previously placed study stents. However, the wire got dinged up and hence it was exchanged with a fresh 190 cm x 0.014 inch non bsc guide wire. And also, no intervention has performed to treat the vasospasm event. The causality of the event vasospasm has been determined to be withdrawn.

Event description:
It was further reported that in (B)(6) 2013, a 185 cm 0.014 inch forte guide wire was advanced through the region of restenosis in the distal aspect of the previously placed study stents. However, the wire got dinged up and hence it was exchanged with a fresh 190 cm x 0.014 inch non bsc guide wire. And also, no intervention has performed to treat the vasospasm event. The causality of the event vasospasm has been determined to be withdrawn.

Event description:
Same case as MDR ID # 2134265-2013-05991 and 2134265-2013-05992. It was reported that post percutaneous coronary intervention, vasospasm occurred. In (B)(6) 2013, the patient presented with unstable angina and was found to have abnormal stress test. Patient referred for cardiac catheterization. Target lesion was a denovo lesion located in the distal left anterior descending artery (lad) with 95 % stenosis and was 30 mm long with a reference vessel diameter of 2.25 mm. Target lesion was treated with pre-dilatation and placement of 2.25 mm x 32 mm and 2.25 mm x 12 mm pe plus stents. Following post dilatation, residual stenosis was 0%. On the following day, patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. During pci, a 185 cm 0.014 inch forte guide wire was advanced through the distal lad lesion in to the apical vessel. However, there was some vasospasm noted in addition to the wire crossing the severe disease in distal lad downstream from the previously deployed stents. It appears that this was treated with administration of 200 mcg of intracoronary nitroglycerin post balloon inflation performed to treat the isr at the distal aspect of the stented segment. The 90% in-stent restenosis in the distal aspect of the previously placed study stents located in distal lad was initially treated with balloon angioplasty with resulting 50% residual stenosis. Subsequently, an attempt was made to treat this lesion with a 2.5 x 8 mm promus des but was unsuccessful as the stent would not cross the lesion. Therefore, repeat balloon angioplasty was performed using multiple balloons following which residual stenosis was 0%. Also, the 70% lesion located just proximal to the previously placed overlapping stents in mid to distal lad was treated with direct stent placement using a 2.5 x 12 mm promus des which was overlapped slightly with the previously deployed stent. Following post-dilatation, residual stenosis was 0%. Additionally, the severe disease in the distal lad downstream of the previously placed study stents was treated with balloon angioplasty with marked improvement and timi-3 flow. Another focal 90% stenosis located in the 2nd obtuse marginal was treated with direct stent placement using a 2.5 x 8 mm promus des with 0% residual stenosis. On the next day, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the causality of the event revascularization has been determined to be related to the study device. And also, in (B)(6) 2013, the patient was discharged on aspirin and plavix.